Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "improper selection, placement, positioning, and fixation of the device can lead to failure of the device or the procedure."

Manufacturer narrative:
This follow-up report is being filed to relay corrected information and additional information, which was unknown at the time of the initial medwatch. Product location unknown.

Event description:
It was reported that patient underwent left partial knee arthroplasty on (B)(6) 2014. Subsequently, patient was revised on (B)(6) 2014 due to a rotating tibial bearing. The tibial bearing was removed and replaced.